Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was 22.0 mmol/l. The customer's husband stated that they were trying to reload the pump and the pump alarmed motor error. The customer stated that she had a cat scan today on her neck. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was found in the alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin passed displacement, rewind, and basic occlusion tests. The insulin pump had received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.